Event description:
At the time of evaluation, there was no evidence of the disease outside of the liver. The pt underwent therasphere treatment to the right lobe of their liver in 09/01 and received 153 gy during an uneventful infusion. Initially, the pt had a good biochemical response to the treatment with cea decreasing from 608.0 ng/ml in 09/01 to 97.6 ng/ml in 09/01. In 10/01 CT revealed disease progression in the liver with one new lesion in the left lobe. Another sign of progression was cea increase to 144.6 ng/ml in 10/01. The pt proceeded with another protocol treatment at different institution. The pt expired in 2002. This death is not released to therasphere treatment; it is due to the disease progression.